Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting a correction to the previously reported dates. Previously the manufacturer representative had reported the event was on (B)(6) 2017 however the manufacturer representative saw the patient on (B)(6) 2017 and was first made aware of the issue on (B)(6) 2017. It was unknown what caused the event. A surgical intervention was not planned at the time of this report. The health care professional (hcp) office stated that the patient would need to have clearance before going through a surgical procedure. It was noted that all of this information had been shared with the hcp office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Information was received from a family member or friend regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that there was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The last time the patient felt stimulation was 4 months ago. The caller turned stimulation off and on but the patient did not feel anything. According to the caller, the setting was 8.0. It was reported that the patient turned stimulation off in november before a cancer surgery. The last successful charging session was 3-4 months ago. The reason for not charging was because the patient was not feeling stimulation. The loss of stimulation was a gradual change starting in (B)(6) 2016. The attempts at charging which led to the inability to connect occurred on (B)(6) 2017. The patient did not intend to follow-up with a health care professional (hcp). It was reviewed that there was a possible overdischarge and they would need a special charging session. Additional information received from the consumer reported via the manufacturer representative that there were high impedances on every contact 8-15 of the lead. The patient had not used stimulation for at least the last six months to one year. It was unknown, but believed that the battery had gone through one trickle charge already after speaking with the patient. The patient couldn¿t remember if there had been a fall or what exactly happened within the last year and stated she remembers not being able to get the coverage she once had. The last time the patient used it she couldn¿t feel any stimulation and the program that provided the best coverage used the contacts in the 8-15 part of the lead. Reprogramming was tried without success and the patient only felt rib stimulation. The issue was not resolved at the time of the report and it was unknown if surgical intervention was planned.